Manufacturer narrative:
The facility performs own service therefore no on-site investigation has been done but our fse downloaded the logs from the ventilator. The evaluation found nothing indicating any malfunction of the ventilator. The alarms that were generated indicate leakage which implies that the reported disconnection occurred. The silencing of alarms before setting the ventilator to the standby mode indicate that there was an active alarm which had been ongoing for 12 minutes and was both visual and audible. The conclusion in the matter is that the ventilator functioned properly and alarmed promptly for the reported disconnection. The alarms both visual and audible were not attended to. The alarm sound level was at 100% at the time. How the disconnection occurred or who did the disconnection has not been determined. Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc, 45 barbour pond drive, wayne, nj 07470. Contact peron: (B)(4). H3 other text : facility do own service.

Event description:
It was reported that the clinicians were notified by cardiac monitoring that the patient¿s heart rate was dropping. When they went to investigate, they found the patient disconnected from the ventilator. While waiting for the physician to pronounce the patient death they noted in the logs that there was a 12 minute interval in the logs without alarms. The patient died. (B)(4).